Manufacturer narrative:
Investigation conclusion: the customer was unable to return the meter for investigation. Further investigation to determine whether the product failed to meet specifications cannot be pursued because the customer did not return the product and did not provide a lot number of the test strips used. A complaint history report was ran to identify similar complaints, no similar complaints for the reported issue were identified. Based on the information available, there is no indication of a product deficiency and no corrective action is required.

Event description:
The customer called in response to the inratio system withdrawal notification. The patient began self-testing using the inratio system on (B)(6) 2014. The customer alleged that patient-reported inratio inr results do not match inr results downloaded from inratio monitor by the facility. The customer provided the following sets of inr results: on (B)(6) 2015: patient-reported inratio inr result= 2.1, inr result downloaded from inratio monitor= 0.8. On (B)(6) 2015: patient-reported inratio inr result= 2.2, inr result downloaded from inratio monitor= 0.8. On (B)(6) 2015: patient-reported inratio inr result= 2.0, inr result downloaded from inratio monitor= 0.8. On (B)(6) 2015: patient-reported inratio inr result= 2.4, inr result downloaded from inratio monitor= 1.1. On (B)(6) 2015: patient-reported inratio inr result= 2.3, inr result downloaded from inratio monitor= 2.3. On (B)(6) 2015: patient-reported inratio inr result= 2.0, inr result downloaded from inratio monitor= 1.8. Patient's therapeutic range= 2.5-3.5. On (B)(6) 2015, the patient experienced a stroke. The patient stopped used of the inratio system and the inratio monitor was returned to the facility following the stroke event on (B)(6) 2015. The inratio monitor was later disposed of by facility.